Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was above 490 mg/dl. Customer also reported lost sensor signal and sensor signal not found alerts. It was unknown if the customer was using auto mode or not at the time of incident. The customer declined troubleshooting for the high blood glucose incident. The insulin pump will not be returned for analysis.